Event description:
It was reported that loss of capture and low sensing were observed on the right ventricular (rv) lead. A dislodgement of the rv lead was confirmed. A revision procedure was performed however, it was not possible to implant a new lead. The rv lead was capped. The patient was stable.